Manufacturer narrative:
Additional information was requested by (B)(4). The distributor, (B)(4), and the sales representative believes that it is very likely that the physician had to detach and re-attach the introducer to the distal end of the lead during implantation since he had to re-position the lead during the implantation procedure. An introducer was returned to (B)(4) medical, but it is not the same introducer that was part of this event. It is unclear what the serial number or lot number for the introducer involved with the event is. Attempts to retrieve information about the serial and lot numbers were unsuccessful. Attempts to receive more information about the event were unsuccessful. There were no issues with the introducer that was returned to (B)(4) medical.

Event description:
It was initially reported that during implant, the shaft was dismounted from the introducer. Additional information was received that the small spring, which is integrated in the introducer for the myopore lead became detached during attempted implantation of the epicardial lead. The physician was able to find the spring so no danger to the patient occurred and the patient is doing well. The physician stated that this was the second time that he was experienced this issue.